Manufacturer narrative:
A ge service representative performed an over the phone investigation. The interconnect cable was reset during the service call. The system was found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system would not boot up. No patient injury was reported.